Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a cardiomems procedure. The cardiomems sensor was dragged into the right ventricle by the steelcore guide wire which prolapsed. Efforts were made to push the sensor back but they were unsuccessful. Another procedure was performed the next day to extract the sensor and implant a new one. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to operational circumstances. It was reported that the cardiomems sensor was moved by the steelcore wire and subsequently prolapsed. Factors that may contribute to interaction between the cardiomems and guide wire (device damaged by another device) include, but are not limited to, inner diameter of the cardiomems, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the cardiomems or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported device damaged by another device. Additionally, it was reported that the guide wire subsequently prolapsed. It is possible that the wire sustained damage during its interaction with the cardiomems. Damage to the wire would impact its rigidity, possibly contributing to a prolapse; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. B7: other relevant history: revised. D9: device available for evaluation updated from ni to no.